Event description:
The patient reported experiencing numbness and weakness in her legs. The pt also reported that she had fallen down. The surgeon decided to explant the system. The surgeon could not determine if the reported sensations were device related or due to the patient's condition. (Regional simplex dystrophy). The patient has stated that she wants to be re-implanted.